Event description:
The facility's biomed reported an infusion pump with a failure code. The biomed reported to baxter technical support that the unit was sent to their department by a nurse stating the pump was broke. During biomed testing, failure code occurred. They have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. No additional contact was provided.